Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d4, g4, g7, h2, h3, h6, h10. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: in review of initial surgery, it was noted there were no intra-operative complications. Radiographs ¿ immediate post-op ¿ no migration, subsidence, or notching of any of the components. Both outpatient pt and home exercises. When patient was leaving to be discharged, he developed orthostatic hypotension and had a near syncopal episode. No neurologic deficits. He had started flomax prior to episode for urinary retention. Given i.v. Fluids and monitored overnight. At the six week visit, radiographs showed no migration, subsidence, or notching of any of the components. Rom- 100 elevation and no instability. Health score 45- moderate problems with usual activities and moderate pain. At six month visit, radiographs showed no migration, subsidence, or notching of any of the components. Rom- 90 elevation and no instability. Health score 65- moderate problems with usual activities and moderate pain. At one year visit, radiographs showed no migration, subsidence, or notching of any of the components but also showed 02 mm calcar resorption. Rom- 100 elevation and no instability. No problems with self care or usual activities and no pain. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: comp primary stem 11mm mini m mini cat# 113631 lot# 876490. Bearing standard 36 mm diameter cat# 110031418 lot# 64299898. Comp rvrs shldr glnsp std 36mm cat#115310 lot# 838180. Comp aug mini bsplt w tpr sm cat# 110032410 lot# 64171124 comp rvs cntrl 6.5x25mm st/rst cat# 115395 lot# 705840.. Comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 919830. Comp lk scr 3.5hex 4.75x25 st cat# 180552 lot# 211940. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 410850. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 204280. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left comprehensive reverse tsa. Subsequently, at the one-year visit, it was noted on radiographs a 02 mm calcar resorption. Attempts have been made and additional information on the reported event is unavailable at this time.